Event description:
It was reported that on (B)(6) 2025, the patient underwent an orif surgery via osteosynthesis with tfna products for a femoral trochanteric fracture. The end cap was not able to be inserted. Therefore, the surgeon checked the front and side images, rechecked the locking mechanism, checked for soft tissue involvement, and did everything he could think of. However, since there was a possibility that the end cap itself was defective, the surgeon opened a different end cap and tried inserting it. That newly opened end cap was not able to be inserted either. The surgeon gave up inserting endcaps eventually. The surgery was completed successfully within 30 minutes delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: g1, h4. Device history review a manufacturing record evaluation was performed for the finished device. Product code: 04.038.000s, lot number: 26233p3, the product was released on: 31 jul 2024, manufacturing site: jabil bettlach, expiry date: 01 jul 2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.